Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer stated blood glucose at time of incident: 575 mg/dl. Patient's current blood glucose: 533 mg/dl. Customer treated for high blood glucose with bolus from pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that their blood glucose was running high 510 mg/dl and they gave 8u and then was 533 mg/dl. The insulin pump will not be returned for analysis.